Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Report source, foreign: event occurred in poland. Summary: product was returned for evaluation and the summary is as follows: the event reports that the instrument has broken. No further information has been provided. The complaint has been confirmed following review of the returned instrument, which confirmed the instrument is broken. Visual examination confirms the release mechanism is jammed, and the press fit pin used to pivot the guide is missing. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. A complaint history review identified no similar complaints for the same item number. A complaint history review identified no similar complaints for the same lot number. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The reusable instrument lifespan manual instructs to look for fractures and surface damage during reprocessing. The likely condition of the device when it left zimmer biomet is conforming to all specifications and no scrap, process deviations, or product non-conformances were noted during review. -the root cause of the reported event could not be determined. The device was manufactured and shipped for distribution in january 2010. This device had experienced approximately 10 years of use and may have exceeded its expected useful life. -the manufacturer of the instrument (viant) has also logged this event as a complaint, reference number (B)(4). Risk assessment: the reported event is covered by knee instruments risk management report. This event occurred during surgery. The severity of the reported event is in line with this risk file. Corrective and preventive actions: -no corrective action has been initiated at this time. This event did not report any adverse event and no further similar reported events have been reported for the same item number. A root cause of the damage has not been established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during a hip replacement procedure the adjustable drill guide broke.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during a hip replacement procedure the adjustable drill guide broke.